Event description:
It was reported that the right ventricular (rv) lead exhibited a 1 v increase in threshold measurements following a battery change out procedure. Additional information received indicated that this lead was explanted and replaced. It was noted that the pace impedance measurement was loso ohms. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).